Manufacturer narrative:
Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system including the ipg on (B) (6) 2008. It was reported that about a week later when the patient turned on stimulation, she experienced an overstimulation sensation. Lead impedances measured low on all contacts except three. An xray showed that the leads had not moved or pulled out of the ipg. The physician explanted and replaced the patient's ipg on (B) (6) 2009. Follow up on the patient found that she is doing well and has had no further issues.